Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that their son's pump turned off and he was driving without delivery. Customer's blood glucose was unknown at time of incident. Pump will be return for analysis.